Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the display is not working. Spo2 values are not reliable. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed the shell was damaged. When powered on, not all led digits illuminated. The device passed both manual and preset simulation tests, no product performance issues were identified related to spo2 and pulse rate. Internal inspection showed contamination damage on the system circuit board which prevents some of the led digits from lighting up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the display is not working. Spo2 values are not reliable. No patient impact or consequences were reported.